Manufacturer narrative:
Eval results: visual inspection was performed on the returned lens and a tear was observed on the edge of the trailing haptic plate. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.

Event description:
The surgeon reported capsular damage after a crystalens iol was inserted into the pt's right eye. The iol was then removed. Additional info has been requested, but has not been received.